Event description:
I was using equate contact lens conditioning solution, as I have in the past, for my contact lenses. When I put my lenses on in 2008 using this brand of solution, my eyes had a very strong burning sensation that I have never had before with this solution. The lot # for the bottle I was using is 2513a exp 9/10. I was wondering if maybe somehow a bad batch got thru because I have used this solution before with no adverse effects. Dose or amount- 3 to 4 drops; frequency- every morning; route- intraocular. Dates of use: 2008. Event abated after use stopped or dose reduced? Yes. Diagnosis or reason for use: to moisten contact lenses for insertion into eyes.